Manufacturer narrative:
Other applicable components: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead.

Event description:
Information was received from the consumer who was implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type I. It was reported that the patient stated their therapy was not working. Further information reported that the patient had been experiencing a lot of pain where his wires are located in his back and that the pain was increasingly getting worse. The patient mentioned this ins was still working but the pain was where the wires were located. It was also noted that the patient was feeling numbness in his feet. He reported that when he touched the numb area it felt ticklish. The patient reported that he experienced a fall about 24-36 hours prior to the report. He had not had any falls 4-5 months prior to when the issue first started.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.